Event description:
It was reported that during a lap cholcystectomy procedure, the device locked onto the cystic duct and would not release. They forced the handle back open. No clip was formed and there was no damage to the tissue. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Date sent: 01/23/2009. Information anticipated, but unavailable at this time.